Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the 1st obtuse marginal (om) artery. The 2.5x20mm taxus liberte stent was advanced however was unable to cross the lesion; the physician encountered severe resistance attempting to remove the device. After several attempts to remove the device the system was removed with the guide catheter and wire. Upon removal shrinking of the stent was noted and the stent struts were fractured. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.